Event description:
Boston scientific (bsc) crm received info that this dextrus lead had dislodged one week post implant. A revision procedure was performed and lead repositioning was unsuccessful as it appeared that tissue in the helix prevented helix retraction. Therefore, the lead was explanted and will be returned for testing. Dates were provided to us by boston scientific.